Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had an infected site. The site had a bump that was discolored. Customer's blood glucose level was 200 mg/dl. The device was not returned.